Manufacturer narrative:
Per the user guide: check your t:slim system¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 19 mg/dl and customer went to the emergency room (ER). Intravenous glucose was administered. Customer was discharged from the ER the next day in good condition. Bg was 166 mg/dl. Customer reverted to using manual injections for insulin therapy. Customer and healthcare provider alleged the pump was the cause of low bg. Tandem clinical diabetes specialist discussed the event with the customer and found that the customer had forgotten how to use the pump and had a physician enter a basal rate that was 20 times more than what the customer needed. Reportedly, customer was now under better care.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump during the date range provided. Throughout the date range provided, basal rate was 15 units/hour, for a total daily basal of 360 units. Several boluses delivered by the user were manually requested by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values, and while still having insulin on board. Cartridge change sequence was completed several times during the date range provided. Complaint could not be confirmed. A review of the user¿s settings showed the basal rate has since been lowered to 0.5 units/hour, for a total daily basal of 12 units. It is likely the basal rate of 15 units/hour was entered in error. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.